Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that after a stent implantation procedure, detachment of descemet's membrane occurred near the corneal incision same day as the surgery. According to the doctor, it may have been caused by the operation of stent. The sample was not available as it still remains in the patient's eye. Additional information was requested.

Event description:
Additional information was requested and received stating patient symptoms were resolved.

Manufacturer narrative:
Additional information was added in b.5. The manufacturer internal reference number is: (B)(4).